Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077942.

Event description:
It was reported that the patient had an open wound at midline incision site. The patient underwent a lead explant procedure.